Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results showed that the ez45b device was received with the firing trigger broken and in the opened position. A zr45b cartridge reload was received loaded on the device and partially fired 1/4 and unlocked. The device was disassembled and no anomalies were noted with the internal components. No further functional testing could be performed due to the condition of the device. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a thoracotomy procedure, the device was fired for second firing using peristrips. The device was removed after firing and did fire as intended, but device handle was broken (wouldn't move) after it was removed from tissue. The case was completed with a new device of the same product code. There were no patient consequences reported.